Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation summary: the affected device was received for investigation and found to be in good physical condition. After visual inspection, the water tank was filled to the max level and leakage was confirmed. The root cause was determined to be the cracked water tank cover. The customer's indicated failure was confirmed. As a result, the water tank cover and gasket were replaced, and the device passed all testing requirements. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device leaked. There was unknown patient involvement and unknown patient harm/adverse event reported.